Event description:
When the catheter was removed, it was found to be cut. The patient was an animal.

Manufacturer narrative:
We received one used unit on 26 october 2007 and sent it to be decontaminated. Upon decontamination and completion of the investigation, a supplemental report will be submitted.